Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (does not recognize ECG signal) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a missing guide pin in the monitor's belt receptacle. The root cause for the missing pin was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to recognize an ECG signal.